Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported intermittent cutting with the vitrectomy probe. The probe was switched out to complete the case. No pt injury was reported.